Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The sensor interface board and inspiratory flow valve were replaced to resolve the reported issue. No report of patient involvement. Unique device identifier: (B)(4).

Event description:
The hospital reported that the ventilator fails the leak portion of the system check. There was no report of patient involvement.